Event description:
It was reported that the event involved a male pt while in the intensive care unit. The registered nurse (rn) tested to make sure that the peripherally inserted central catheter (PICC) would fit through the sheath prior to insertion via right basilic vein; it worked. Upon insertion she felt a click. Once the sheath was in the pt via right basilic vein the PICC would not thread the sheath. As a result, the rn removed the PICC and sheath. Reference MDR #1036844-2011-00321 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.